Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient lost consciousness due to hypoglycemia on (B)(6) 2022 and was found unconscious while his dexcom cgm was displaying 6.2 mmol/l. The patient does not know what his comparative fingerstick measurement value was at the time. He was transported via ambulance to the hospital and was treated with ¿an injection and some liquid stuff¿ and has no further information on the treatment he received. He was discharged from the hospital four hours later and reported having no further issues as a result of the incident at the time of contact two days later. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.